Manufacturer narrative:
Manufacturing and quality control data: the progav 2.0 shunt system was manufactured by a qualified employee in december 2018. Deviations during assembly did not occur. The shunt system was sterilized by miethke and released for shipment after final inspection. The progav 2.0 valve has a normal pressure range of 0 to 20 cmh2o. The shuntassistant has a fixed pressure of 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/hr or 50 l/hr at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. The shunt system was inspected as article fv434-t. All parameters (opening pressure, reflux, leak-proof/integrity of housing, adjustability and brake function) have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Reason of complaint: "over-drainage, defect." Result: an investigation was not possible because no sample was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the shunt system, since this documentation indicates that the shunt system is in perfect condition. It is possible that protein deposits inside the valves affect the function of the progav 2.0 shunt system and have led to an over-drainage . As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the over-drainage, this would be require an examination of the valve. Based on the current information, no further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx434-t) was used following a surgical procedure to assist with ventricular drainage and maintain normal ventricular pressure on (B)(6) 2020. According to the complainant, the shunt system was implanted following an operation due to cerebral hemorrhage. Following implantation, excessive split-flow of shunt tube, repeated pressure regulation and ineffective adjustment of shunt tube was observed which led to abnormal ventricular pressure and meningeal collapse. Reportedly, the diverter valve was faulty, which required the patient to be operated on another time. The complaint device was not available to be returned to the manufacturer for evaluation. No known patient complications were reported as a result of the follow-up procedure. No further information has been made available.